Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited short v-v intervals and no ventricular sensing on one occasion. It was also reported at intermittent noise/over sensing was noted on all viewable atrial tachycardia/atrial fibrillation (at/af) episodes contributing to false episodes being recorded. Both the rv lead and right atrial (ra) lead remain in use. No patient complications have been reported as a result of this event.